Event description:
It was reported that the lead had low impedance which triggered the patient alert. The lead impedance had been decreasing for the past year. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.